Manufacturer narrative:
The manufacturer has completed the investigation of an everflo oxygen concentrator's power cord that allegedly had evidence of thermal damage. There was no report of patient harm or injury. The device was evaluated by a third party investigation lab. The customer's complaint was confirmed. The investigation lab found evidence of thermal damage at the male (prong or blade) end of the power cord assembly. The existing blade found on the power cord plug shows evidence of being bent to create a better electrical contact. This would indicate that the receptacle may have been damaged or worn. Based on the construction of the plug assembly and the observed damaged, it can be stated that the repeated plug abuse fractured the neutral blade just downstream of the conductor crimp. The blade flexed at this point creating a weak spot that eventually failed. Product labeling states to inspect the power cord for signs of wear or damage.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator had evidence of thermal damage to the power cord. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.